Manufacturer narrative:
(B)(4). Testing of the monitor by the user showed that the monitor provided expected alarming. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a desat but there was no audio alarm at the bedside or the pic, a nurse however, did see a visual alarm displayed at the bedside. No pt harm was reported.